Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the pump was returned with a worn keypad, without evidence of peeling or tearing. During testing, the up arrow, down arrow, and contrast buttons were found to be intermittently responsive. With the keypad cover removed, contamination was noted underneath the up arrow, down arrow, contrast, and okay button contacts. The up and down arrow contacts were found to be inverted. Unrelated to the complaint the display has a dim, red color when the pump was booted up.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.